Event description:
Customer reported images are displayed as if they were subtracted, fluoro is malfunctioning, lockable caster is not locking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and realigned the lockable caster, was unable to reproduce the fluoro and image problem. System operates as intended. This MDR is related to ge healthcare complaint.